Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Analysis of the tip, distal shaft, collar and hypotube included microscopic and visual inspection. Inspection revealed a partial separation of the collar, with the metal portion of the collar twisted open and away from the shaft material. Inspection of the rest of the device found no other damage or defects.

Event description:
Reportable based on device analysis completed on 17may2021. It was reported that the device could not pass through the vessel. The 85% stenosed target lesion area was located in the severely tortuous and moderately calcified distal right coronary artery. A 6f guidezilla ii catheter-guide extension was selected for use in percutaneous coronary intervention procedure. The guidezilla ii catheter-guide extension could not pass through the vessel due to the severe resistance. The device was removed and the procedure was completed with another device. There were no complications reported. However, device analysis revealed partial collar separation.